Manufacturer narrative:
10/1/1998- supplemental report #1 sent to FDA. Corrected data entered in d-6. Device not available for eval.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to remove the component and complete the procedure. The hosp has reported no pt injury occurred.